Event description:
During follow-up, loss of capture and p wave amplitude variation were observed on the right atrial (ra) lead. During revision, dislodgment and suture sleeve movement were confirmed on the ra lead. The ra lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.